Event description:
Information received from the field does not address the patient's clinical status but notes cell impedance increased from 65 0 ohms to 1950 ohms in 6 months and to 3200 ohms after a year. The pulse generator reached eol preematurely.

Manufacturer narrative:
H6 - final analysis found the device in eol mode due to a high current darin which depleted the battery. The high current drain was caused by a discrepant analogue integrated circuit.